Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that th e pt had presented with fluid overload and elevated creatinine and had been admitted to the hospital multiple times and treated with inotropes and diuretes. An echocardiogram (echo) performed by the hospital demonstrated that the inflow cannula was up against the lateral wall of the left ventricle (lv). The pt was readmitted again and millinrone was administered. During the surgery for a revision of the inflow cannula, the surgeon reportedly made a decision to exchange the pump with another lvad due to the pt's body size and blood type.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.